Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage. However, the identity of the foreign material causing the stickiness and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope had a sticky control unit, a sticky scope connector, a dirty light guide cover glass, and a sticky ultrasonic connector. There was no patient involvement.